Event description:
It was reported that the patient received inappropriate therapy due to p-wave oversensing. It was noted that the lead had pulled back. Twiddler's syndrome suspected. The leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.